Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and replaced. During the removal fluid loss was identified due to a hole in the cuff. There were no further patient complications related to the device.